Event description:
The physician was getting ready to use the holmium laser and when connected the 272 scopesafe wire to the laser machine, it would not recognize that the wire was connected. Tried a second 272 scopesafe and it did not work either. Finally opened a 200 slimline laser fiber and it was recognized and worked so the physician was able to continue with the procedure.